Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection and the device was explanted. There was no other details regarding the event and no report of further complication.